Event description:
It was reported that the surgeon had attempted multiple usb's and was able to eventually successfully export to a usb but resulting export took upwards of an hour to complete. Upon attempting to open patient folder on rosa, the plan was not visible. Patient plan was unable to be exported to usb from planning laptop when attempted. Plan had to be exported on maintenance user profile. Patient folder was then able to be opened on rosa system. There was no patient impact.

Manufacturer narrative:
Detailed analysis of the planning station logs and tests on a rosa one simulator permitted to confirm the first export issue from the planning station (laptop) to the usb storage device. Multiple errors indicating that the usb device required to be plugged-in were detected. It is probable that most of the usb memory sticks used that day were unreadable by the rosa device. Then, the data transfer started but it was interrupted between the temporary encrypted folder and the usb device. It is assumed that the usb device was unplugged ¿ voluntarily or not ¿ by the user before the end of the data transfer, thus corrupting the data. A test on the simulator permitted to reproduce this issue. The export was attempted again by the user but the temporary encrypted data could not be deleted after copy, suggesting that the data was tagged with a read-only attribute. The cause for this error and its impact on the export remains unknown. This issue could not be reproduced at the manufacturer¿s site. The analysis of the rosa device logs (including windows logs) confirmed that the data export from the planning station to the usb device was not successful as the CT file was corrupted on the usb device. Therefore, the surgery plan was unreadable from the usb device when attempting to retrieve it with the rosa device. The plan was then modified before attempting another export from the planning station, but the export failed due to the overwriting of read-only data on the encrypted folder. This software anomaly has already been addressed through the continuous improvement process of our products. Eventually, the user entered the maintenance session to copy the new generated patient folder directly on the usb device in order to import it on the rosa device. The import was successful and the case was resumed. Corrected data: b4 date of this report d4 serial number g3 date received by manufacturer h2 if follow-up, what type h3 device evaluated by manufacturer h4 device manufacturer date h6 adverse event problem h10 additional narratives/data d4 unique identifier (UDI) #: (B)(4)

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI# : unknown.

Event description:
It was reported that the surgeon had attempted multiple usb's and was able to eventually successfully export to a usb but resulting export took upwards of an hour to complete. Upon attempting to open patient folder on rosa, the plan was not visible. Patient plan was unable to be exported to usb from planning laptop when attempted. Plan had to be exported on maintenance user profile. Patient folder was then able to be opened on rosa system. There was no patient impact.